Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the tethers on an unknown number of universa firm ureteral stent sets came off. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Event description: as reported, the tethers on an unknown number of universa firm ureteral stent sets came off. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the instructions for use (IFU), specifications, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The relevant manufacturing documents were reviewed, and it was concluded that the tether was adequately inspected during quality control. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: the tether should be removed if the stent is to remain indwelling longer than 14 days. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Cook could not determine a cause of the reported event from the available information. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.